Event description:
Patient returned to cardiac floor from catherization lab with femostop on left groin. Patient complained of pain at the site- plastic covering had not been removed from the dome prior to placing it on patient. Charge nurse removed plastic covering and femostop was reapplied.what was the original intended procedure?femostop compression device for external compression of the femoral artery/vein. It is used to achieve hemostasis after removal of femoral arterial and venous intravascular sheaths.